Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device will not turn on/off. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 12jun2019 to the present date 07jan2021 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs.

Event description:
The customer reported the device will not turn on/off. No patient involvement.